Event description:
It was reported that during the implant procedure for this right atrial (ra) lead capture could not be obtain and the impedance was high out of range greater than 3000 ohms. The physician suspected a lead abnormality. This lead was removed prior to pocket closure and replaced. No adverse patient effects were reported. This product has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, the conclusion code no problem detected was selected. This report contains a correction to field d6b explant date from section d suspect medical device.

Event description:
It was reported that during the implant procedure for this right atrial (ra) lead capture could not be obtain and the impedance was high out of range greater than 3000 ohms. The physician suspected a lead abnormality. This lead was removed prior to pocket closure and replaced. No adverse patient effects were reported. This product has not been returned.

Manufacturer narrative:
This report contains a correction to field d6b explant date from section d suspect medical device

Event description:
It was reported that during the implant procedure for this right atrial (ra) lead capture could not be obtain and the impedance was high out of range greater than 3000 ohms. The physician suspected a lead abnormality. This lead was removed prior to pocket closure and replaced. No adverse patient effects were reported. This product has not been returned.